Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station went down. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 02-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was down and failed to restart. A technical support specialist found database was corrupted and replaced station database to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.